Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 56110602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported by rep: "pre-op diagnosis: mechanical complication of prosthetic [left] hip implant, initial encounter. Failure of tha, initial encounter left revision anterior total hip arthroplasty. Femoral stem hostile resection arthroplasty with placement of spacer." Rep has stated by email that the patient was "revised for pain with suspected component loosening." He also confirmed that the liner was not revised.